Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke with a blood glucose of 68 mg/dl and treated the low with apple juice, denied precipitating bedtime intake, had no symptoms on blood glucose questioning, and received troubleshooting and education; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for an unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to attribute the event to a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.